Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records review were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 4. Reference MFR report: 1627487-2013-04663. Reference MFR report: 1627487-2013-04687. Reference MFR report: 1627487-2013-04688. It was reported the pt had redness and irritation in her left buttock area. The physician met with the pt and determined the lead had eroded in the skin. Follow up identified the physician explanted the scs system. It was reported there was some drainage at the ipg site. The pt was admitted to the hospital after the procedure for treatment.